Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. The root cause was unable to be determined. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powers off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.